Manufacturer narrative:
Sample collection information was not provided for this event. Instrument was performing within qc specifications. Bci field service engineer (fse) cleaned and lubricated the transverse guiderails and sample syringe; replaced the rinse block assembly, piercing needle and sample probe. Root cause can be attributed to the hardware replaced by the fse during subsequent instrument servicing for this event. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of singe messages or outputs to summarize specimen results or patient conditions. Additionally, it is recommended that platelet counts less than 20 x 103/ul be reviewed.

Event description:
A customer contacted beckman coulter inc (bci) to report that the coulter act 5diff cap pierce instrument generated low rbc and hgb results on two (2) patient samples with no flags. Erroneous results were reported out of the lab. Repeat testing on the same day for one (1) patient and two (2) days later for the second patient generated results that were considered correct. Patient treatment was not affected and there has been no death or injury.